Manufacturer narrative:
Other text: returned device was received in good physical condition. During the evaluation of the device, the reported issue may be intermittent. The issue was unable to be duplicated or replicated. The oscillator was replaced as a preventive measure to correct the reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event., corrected data: date of event is unknown, had been sitting for a while with a "broken tag". The device was not connected to a patient, and there was no delay in care.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the reported issue may be intermittent. The issue was unable to be duplicated or replicated. The oscillator was replaced as a preventive measure to correct the reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical ventilator was not ventilating. There were no reported adverse events.